Event description:
Info received indicates the nurse plugged the bed in and the bed started smoking. A patient was not in the bed.

Manufacturer narrative:
The technician observed the bed for a couple of days and could not duplicate the alleged malfunction.